Event description:
Caller reported blood glucose results of 170 mg/dl on aviva combo system, 70 mg/dl on aviva system within 10 minutes. Reported a second, separate comparison of blood glucose results of 168 mg/dl on aviva combo system, 80 mg/dl on aviva system within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is for aviva combo system, medwatch with (B)(6) is for aviva system. Strips not available for return.